Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states. "Should balloon rupture occur care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" the baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: a, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had multiple rupture of the foley catheter balloons. Patient had a concern of a manufacturing defect, no concerns with care received. Catheter balloons only inflated to 10ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had multiple rupture of the foley catheter balloons. Patient had a concern of a manufacturing defect, no concerns with care received. Catheter balloons only inflated to 10ml.